Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name tbd; product ID 3708140 (serial: (B)(6); product type: 0191-extension; implant date (B)(6) 2012; product ID 3708140 (serial: (B)(6); product type: 0191-extension; implant date (B)(6) 2012; brand name specify; product ID 39286-30 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2012; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). All contacts except for 1,3, 5-7 are impeded (40k) orange and red - do not use. I have programmed around but unable to get coverage to his right side (most painful side). Patient states he¿s had several falls but nothing specific and never where he thought he hurt himself. Reported not being able to turn his stimulation up. He is being referred to a neurosurgeon for replacement. Rep said they met with pt today and pt had high impedance values on both leads and was likely going to have lead replacement due to impedance results. Rep said the only good electrodes were 1, 3, 5, 6, 7. Impedance values mentioned on call were 0- 26180, 1- 820, 2 - 39230, 4- 19130, 5- 730, 6- 790, 7- 790, 8 - 4040 (3 used as reference electrode). Pt said the electrodes 9-15 had impedances between 13, 000 and over 40, 000. Rep said the pt's worst side was their right side and pt could only get therapy on left side (0-7 electrodes) even after reprogramming. Rep said the pt had this issue 3 times in the past and kept getting settings not available when trying to adjust settings up. See case # (B)(4) for previous issues/settings not available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the manufacturing representative (rep), indicated that the event date is not clear. The patient stated, that they had some falls, but none where he felt like he hurt himself. He stated, that he started receiving oor messages approximately 2 weeks, before the rep saw him. The cause of the issue was unknown. The issue was not resolved. The hcp was going to discuss sending patient for replacement. The leads have not been explanted yet. Patient weight is unknown.